Event description:
Stopped using device; I have been using a CPAP for severe sleep apnea since (B)(6) 2020. Over the months I have had increased headaches, throat irritation and coughing. There has also been unexplained dizziness involved. It is only in (B)(6) 2021 that we learned of the recall on the CPAP dream station device. My service provider, where device was purchased did not inform me of this until I called them personally and told them I learned of it through internet. I have not had any tests done as yet. I had a telephone conference with my gp on (B)(6) and I'm awaiting call from doctor specialist in sleep apnea. Tests to follow. FDA safety report ID # (B)(4).